Event description:
The customer stated that he was taken to the emergency room due to an acute hypoglycemic episode. The customer felt that the infusion sets he was using that day were the reason his blood glucose levels went low. The reported blood glucose reading at the time of the call was 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.